Event description:
This 65-year-old male heart transplant candidate was admitted on 9/11/95 with atrial fibrillation and congestive heart failure. Pt was started on amiodorone for control of his atrial fibrillation with plans to cardiovert later in an attempt to return pt to normal sinus rhythm. Pt originally had pacemaker implanted in 3/88, reportedly for sinus node dysfunction following a myocardial infarction. The pulse generator was replaced on 9/19/94 with a different model pulse generator. At the time of the replacement, the ventricular lead impedence was reportedly 503 ohms. Since the pt had developed atrial fibrillation and remained in ddd mode, the cardiologist requested that pacemaker be evaluated and programmed to vvir mode. On routine evaluation, it was found that the ventricular lead impedance in the bipolar mode was 189 ohms, signifying failure of the polyeurethane insulation. In addition, this particular lead was identified as a model which is the subject of a safety advisory alert due to poor performance of the lead. Because of the need for amiodorone and the distinct possibility that the pt would become pacemaker dependent, it was felt that the ventricular lead should be replaced. The pt was taken to surgery on 9/14/95, at which time the ventricular lead was capped and replaced with a new passive fixation silastic ventricular lead.